Manufacturer narrative:
Following the submission of the initial report, additional information received and reported that the iol was exchanged for a difference equal to or greater than two diopters indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. This event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens (iol) the patient experienced blurry vision. The wrong lens was implanted and was exchanged in a secondary procedure. Additional information was requested.